Manufacturer narrative:
Block b3: exact date unknown, event occurred 2022. Block d6b: 2022.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown procedure.